Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.09 volts prior to implant. It was reported that rf had not been turned off with the programmer following interrogation in storage mode. The device was not used and will be returned.